Manufacturer narrative:
H3 and h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Return tube was cracked, and there was fluid ingression on pcb. Performed visual inspection, installed temp check (e5785 due jul 2024) and an f-30 gas/vent test filter and performed tests per sr-1274. The customer complaint was verified. The device was not heating up and the compressor did not function. The root cause was the fluid ingression on the pcb. The return tube and pcb were replaced which corrected the issue. Device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was not inflating the pressure chambers and it was not heating up. The faulty product occurred during training. The device has been used solely for training at their facility and never touched patients. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.